Event description:
It was reported that while removing the hoffman lrf frame one of the telescopic strut were broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that telescopic strut breakage could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by overloading. Hoffmann lrf optech (literature number : us-982373 rev. 2) "it is recommended to insert a minimum of 3 points of fixation per circular ring and a minimum of 4 points of fixation per foot ring. If only wires are used on a fixation block then 4 wires are recommended. A minimum of 4 struts is recommended for this application. Warning: to ensure sufficient construct stability, it is recommended that the tibial ring and foot arch are reinforced with supplemental fixation. Shown: distal tibial ring and foot arch bridged with hinged couplings and threaded rod. In certain incidences, supplemental fixation should be considered (i.e. Obese patients or patients that are ambulatory in the early postoperative phase). Construct design and weight bearing protocols are always to the surgeon¿s discretion." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that while removing the hoffman lrf frame one of the telescopic strut were broken.